Event description:
It was reported that when the nurse opened the box of the product, a hair was found.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.